Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging an unknown issue with their one touch ping meter - when a strip is inserted the meter "turns black and then turns blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.